Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, the revision operative report indicates that the uncemented femoral component was not ingrown. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states the pt was revised because of instability as the femoral component was loose.